Event description:
Reporter stated that back to back tests were performed on customer's advantage system and a professional meter with results of 213mg/dl on customer's meter and 103mg/dl on professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.